Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame near the separation site. Part of the nitinol wiring was exposed at the separation site. The separation site was jagged and uneven. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during loading, prior to the implant of this transcatheter bioprosthetic valve, a misload was noticed. The valve was removed from the delivery catheter system (dcs) and a second loading attempt was unsuccessful because when the capsule was at the mid of the valve, it was noted the capsule was bending. An attempt was made to remove the valve, however, the capsule "ruptured" and the valve remained inside. There was no patient involved in this event. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that a misload was identified on fluoroscopy. However, the load check images were not submitted for review. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the transcatheter aortic valve (tav) frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy to inspect the paddle placement. A second load was attempted however the capsule was noted to be bent and it was reported that the paddles were out of pocket. Capsule bending is indicative of a misloaded valve. It was indicated that the capsule separated during an attempt to remove the valve. The dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force after a misload occurs. The capsule was observed to be separated at the proximal end, confirming the reported event. Capsule separation typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. There is no information to suggest a device quality deficiency that may have caused or contributed to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.